Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported conditions of heat and noise were confirmed. Reliability engineering stated that this condition is consistent with the improper cleaning and/or sterilization of the attachment. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating the device experienced heat and noise. The device was not used in surgery. It is unknown if injuries or medical intervention was reported. No additional information available.